Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, cracked case at corner of the belt clip rails, broken reservoir tube lip, missing reservoir retainer, missing reservoir tube o-ring and missing display window cover. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the battery compartment was damaged. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.